Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that two resolution clip devices was used during a colonoscopy procedure to treat a gastrointestinal (gi) bleed, performed on (B)(6) 2021. During the procedure, the clip failed to deploy. The procedure was completed with another resolution clip device. There were no patient complication as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.